Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer's sensor readings. The spouse states the device went into threshold suspend. The customer's blood glucose level was 171mg/dl, and their sensor reading was 124mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer is being sent replacement sensor.